Event description:
A ventilator was evaluated by the field service engineer. There was no harm or injury reported. The device failed the system set up calibration due to a service required alarm condition indicating the internal battery failed to charge. The device's internal battery was replaced to address the issue. The device was tested and passed testing.